Event description:
During a stent placement with the 90% stenosis and tortuous vessel of the left nephritic artery, the first stent 7 x 18mm was deployed, but did not cover the lesion completely. The physician deployed the second stent 7 x 15mm, but noted the position of the stent was not proper. He then tried to use the original sds to adjust the position of the stent. During repositioning, the stent suddenly dislodged from the lesion. He used the sds to remove the stent to the opening of the femoral artery. A surgical procedure was performed to retrieve the stent. There was no other report of injury or complication to the patient. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.